Manufacturer narrative:
Information was received via published literature. (B)(4). Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pubmed/26695773. Other devices used: catalog #unk, unknown zimmer acetabular shell, lot #unk; catalog #unk, unknown zimmer femoral head, lot #unk; catalog #unk, unknown zimmer femoral stem, lot #unk. No devices or photos were received; therefore the condition of the components is unknown. These devices are used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10^-6 or better. Therefore, it is highly unlikely that the specified devices caused any patient infection. A definitive root cause cannot be determined with the information provided. The complaint may be revised upon return of substantial information.

Event description:
It is reported that one patient developed a deep infection and was treated with irrigation and debridement, but the infection reoccurred and the patient required a single-stage revision.